Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for draw volume with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for draw volume with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that underfill occurred after use with bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter, "a research center had have some problems with under filling tubes. The bloodvolume is very important and for some time now they have had tubes that fills 1-2ml less. Their instruments alerted and the samples could not be analyzed for correct results. This is a problem for the studies to be correct values." 100 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred after use with bd vacutainer® cat (clot activator tube) plus blood collection tubes. The following information was provided by the initial reporter, "a research center had have some problems with under filling tubes. The bloodvolume is very important and for some time now they have had tubes that fills 1-2ml less. Their instruments alerted and the samples could not be analyzed for correct results. This is a problem for the studies to be correct values." 100 occurrences were reported.